Manufacturer narrative:
Further information was requested, but not yet received.

Event description:
It was reported that the patient presented in clinic for follow up. Upon review, the right atrial lead exhibited high pacing impedance, loss of capture and high thresholds. A lead fracture was noted. The lead was explanted and replaced. The patient condition was stable.